Manufacturer narrative:
This event is a known potential adverse event addressed in both saline and silicone labeling. As it is unknown whether the affected device is saline or silicone, no device labeling can be sent at this time. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time.

Event description:
Healthcare professional reported a left side rupture. Device was explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: visual analysis of the returned device identified: deformation, brown particles and was observed after autoclave cycle: cloudy gel. A weight test of the explanted material was verified and it was within specification. Based on the device analysis the final assessment is: no observations found related with the complaint reported by the physician. This is a known potential adverse event addressed in the product labeling.

Event description:
Affected side is unknown.